Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record for zimmer skin graft mesher serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to (B)(6) 2018, the device was noted to have been previously repaired twice, the last repair being for the mesher not working reported on (B)(6) 2013. The reported event was confirmed by the service technician who performed the evaluation. On (B)(6) 2019, it was reported from (B)(6) hospital that a mesher was not engaging. The customer returned a zimmer skin graft mesher serial number 03040 for evaluation. Evaluation of the device on (B)(6) 2019 noted that pretests could not be performed due to a bent comb and that the handle worn. Upon further evaluation, the technician found that the side plates, shoulder bolts, washers, nuts, carrier guide, and roller needed to be replaced. Evaluation of the returned cutter noted that it did not produce a passing test mesh. At the time of the investigation, the quote for service has yet to be accepted and no repair has been performed on the mesher. The device was tested and inspected. Reference number 300162201 and 300162203 on (B)(6) 2019 while the service technician found that the roller was damaged and that the comb was bent, which would prevent the device from feeding the carrier through it as intended during use, it cannot be determined from the information provided as to what caused the damage to these components. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that zimmer skin graft mesher was not engaging. In investigation, it was discovered that the device had a bent comb. No adverse events were reported as a result of this malfunction.